Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat.no.: 5520-b-300, triathlon prim tib baseplate - cemented,- lot code: hzxfa; cat.no.: 5510-f-202, triathlon cr fem comp #2 r-cem, lot code: ebkej; cat.no.: unknown, unknown patella, lot code: unknown. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.

Event description:
It was reported patient had a revision due to infection. Doctor removed tibial primary base plate size 3, femoral components, insert size 3 and patella.

Manufacturer narrative:
An event regarding infection involving a triathlon x3 insert was reported. The event was not confirmed. Device evaluation was not performed as no items were returned. Medical evaluation not performed as no medical records were received. Device history review was satisfactory. Complaint history review. There have been no other similar events for the lot or sterile lot referenced. The exact cause of the event could not be determined because insufficient information was provided. No further investigation is required at this time.

Event description:
It was reported patient had a revision due to infection. Doctor removed tibal primary base plate size 3, femoral components, insert size 3 and patella.